Event description:
Additional information was received on (B)(6) 2012,when analysis of the returned dell x50 handheld device and associated flashcard was completed. During analysis of the returned handheld device, it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications

Event description:
It was reported on (B)(6)2012 that a physician's programming system was not functioning properly and they had to use a spare system to interrogate various patients' devices. A company representative went to the site to troubleshoot and found that her wand would not work with the physician's handheld. The physician's wand worked with the company representative's handheld. The company representative was not able to switch out the serial cables as the handhelds were not compatible (physician's was a dell x50 and the company representative's was a dell x5). There were no reports or visual evidence that the handheld had been mishandled in any way. A replacement handheld was sent to the physician and the handheld in question has been returned to the manufacturer. Product analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.